Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. This event is related to medwatch report #2024601-2011-00194. Visual examination of the returned device determined the access port tubing connector to be taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported on behalf of the explanting physician a replacement surgery for a port due to an alleged leak.